Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The sensor alerted that the customer's sensor glucose was low. The customer treated without checking the blood glucose with their fingerstick meter. Customer's blood glucose rose to 566 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose and sensor glucose inaccuracy. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results. (B)(4).